Manufacturer narrative:
Additional information received that the infection began two weeks before explanting the device. The physician reported that candida caused the infection. The patient outcome was reported to be ok. System components. Pump: model- 72404127. Lot sn- (B)(6). Mfg date- 10/22/2018. Exp date- 10/22/2019. Gtin- (B)(4). Balloon: model- 72400024. Lot sn- (B)(6). Mfg date- 10/04/2018. Exp date- 10/03/2023. Gtin- (B)(4).

Event description:
It was reported that the patient experienced an explant of the artificial urinary sphincter (aus) device due to an infection. A patient outcome was not reported.

Event description:
It was reported that the patient experienced an explant of the artificial urinary sphincter(aus) device due to an infection. A patient outcome was not reported.

Manufacturer narrative:
Returned product consisted of a cuff. There were no leaks or damage associated to this device. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22859390 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. The returned product consisted of the balloon. The balloon had no leaks but failed functional testing. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22741101 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. System components: pump: model: 72404127. Lot sn: (B)(4). Mfg date: 10/22/2018. Exp date: 10/22/2019. Gtin: (B)(4). Balloon: model: 72400024. Lot sn: (B)(4). Mfg date: 10/04/2018. Exp date: 10/03/2023. Gtin: (B)(4).

Manufacturer narrative:
System components: pump: model- 72404127, lot sn- (B)(4), mfg date- 10/22/2018, exp date- 10/22/2019, gtin - (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 10/04/2018, exp date- 10/03/2023, gtin - (B)(4).

Event description:
It was reported that the patient experienced an explant of the artificial urinary sphincter(aus) device due to an infection. A patient outcome was not reported.